Event description:
The customer reported the system would not save imaged, as well as a problem with the save/swap feature, pulse exposure and continued beeping. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.